Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This is a report of a use error where the supply line was bitten through by the patient, resulting in a leak situation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain six of eleven. The patient was connected at the time of the alarm. Per the caregiver the alarm went off and the bed was soaking wet. Technical service representative (tsr) explained the alarm. The caregiver said the cuff on the patient line is cracked in two places and fluid was leaking from that point. Caregiver does not have a patient line clamp. The tsr assisted to retrieve the cassette. During a follow up call by pharmacovigilance, it was discovered that the supply line was bitten by the patient, a (B)(6) boy who is teething. There was no patient injury or medical intervention associated with this event. No additional information is available.